Event description:
Otc consumer stuck swab into reagent solution and then up their nose to swab - no irritation/reaction - tss provided information, referred to pg 5 of IFU and to healthcare provider for guidance.

Manufacturer narrative:
Subject: otc consumer stuck swab into reagent solution and then up their nose to swab - no irritation/reaction - tss provided information, referred to pg 5 of IFU and to healthcare provider for guidance. Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer?s reported problem was related to a deviation from the instructions called out in the pi. Investigation summary: in response to your complaint, we performed a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. The information you provided has been documented and will continue to be monitored. Root cause: customer procedural error.

Manufacturer narrative:
Follow-up to correct the product code to qkp.

Event description:
Otc consumer stuck swab into reagent solution and then up their nose to swab - no irritation/reaction - tss provided information, referred to pg 5 of IFU and to healthcare provider for guidance